Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed on the same system because the issue occurred at the end of the procedure, and there was no delay in completing the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer was facing difficulty in moving the table. Upon troubleshooting, the fse found that the customer had accidentally dropped the table-side controller; hence, the damage on the panhandle of the table-side controller had occurred. To resolve the issue, the fse replaced the damaged table-side controller. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The issue occurred at the end of the procedure, and there was no delay in procedure and no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.